Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event involves a legal case in progress or potential litigation. If follow-up was required, efforts have been made to obtain additional information. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was alleged by an attorney that the patient's "ICD and leads electrically short-circuited and failed due to a defect in the cardiac devices. " it was also reported that as a result, the patient "suffered permanent injuries and damages and was forced to undergo a subsequent surgery, hospitalization and extensive medical treatment." Based on manufacturer records, an implantable cardioverter defibrillator (ICD)  was explanted from the patient ten years before litigation. Replacement information is unavailable. No further patient complications have since been reported.

Event description:
It was further reported that the ICD was explanted approximately nine months after implant and replaced. It was also reported that a low voltage lead, "electrically short circuited and failed" and "components" of the lead "may have been defective but are unable to be identified at the current time." The lead was explanted approximately two and a half years after implant. Replacement information is unavailable.